Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-jun-2026, arthrex received an anonymous medwatch notification reporting an event that occurred on 30-mar-2026. During a surgical procedure, the tip of an ar-8737-38 driver shaft, t10 hex, cannulated broke off.